Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.

Event description:
New information received notes that there was also an increase in capture threshold prior to explant.

Event description:
It was reported that the lead exhibited decreased sensing. The lead was explanted and replaced. The patient was fine following the event.